Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# unknown, product type: trial lead. (B)(4).

Event description:
Information was received from a consumer regarding a trial patient undergoing a basic evaluation. It was reported that the patient felt stimulation vaginally earlier and now felt it in their rectum. The patient thought they might have moved the lead because it was pulsing ¿hard¿. The patient was advised to turn down stimulation to a comfortable level, but the patient did not want to turn down stimulation because they wanted it to work for them. It was noted the patient was very concerned that where stimulation was had changed. No further complications were reported/anticipated.